Manufacturer narrative:
All available information was investigated, and the reported flush port luer break was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported broken flush port luer was due to environmental stress cracking (esc). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported during preparation, the flush port on the steerable guide catheter (sgc) broke. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Event description:
It was reported during preparation, the back hemostatic valve broke on the steerable guide catheter (sgc). Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.